Event description:
It was reported that the pump exhibited a critical alarm due to a motor stall. It was noted the motor stall was confirmed via the pump logs. No possible source of electromagnetic interference could be identified as a root cause and reprogramming of the pump could not solve the issue. The physician programmed the pump to minimum flow rate and the patient was given oral medications. It was noted the patient did not have any symptoms or complications associated with this event. A device replacement was planned for (B)(6) 2013. The pump system was being used to deliver morphine. It was later reported that the pump delivered morphine for the entire time of implant. It was further reported that following the pump replacement, the patient was doing fine and was receiving effective therapy again. The daily dose of the morphine being delivered by the pump was unknown.

Manufacturer narrative:
Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to gear-pinion. There were multiple motor stalls and recoveries seen in the logs. Significant residue was observed in the gear train, in the pinion of gear 1, 2 and the rotor magnet, in the teeth of gear 1, 2, and 3 and also some of the teeth of gear 3 were corroded and worn.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.